Event description:
Horrible pain in abdomen, cramps, gi issues, migraines, anxiety, depression, joint pain, unbearable sex, passing out for no reason, blurred vison, floaters in eyes. I had the essure removed then 6 months later a hysterectomy. I haven't been able to drive or even leave my house in over a year after hysterectomy due to blurred vision and seeing spots, passing out and extreme anxiety that no meds touch.